Event description:
During the procedure, the catheter would not deflect as intended and a leak was noted into the optical connector of the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported leak was not confirmed. The catheter was primed and no anomalies or errors were noted. Saline was noted to flow out of all irrigation holes at the tip of the catheter. The deflection issue was unrelated to the reported leak but was due to a fracture in the central slider race within the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported leak could not be conclusively determined.

Manufacturer narrative:
The reported deflection and leak issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.